Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to inadequate stimulation as was not getting significant relief, the patient opted to use a non bsc device instead. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.